Event description:
It was reported that the patient was "symptomatic". The patient is symptomatic to ventricular pacing. The device is in managed ventricular pacing mode with no pacing but the patient "feels something". The managed ventricular pacing was turned off. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1346t lead, (B)(6) 20076; 310c27 tissue valve, (B)(6) 2007. (B)(4).